Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a clinician programmed an IV piggyback of zosyn to infuse at 25ml/hr over 4 hours. The clinician noticed that the antibiotic was infusing faster than 25ml/h. A second clinician verified IV and pump set. Clinician replaced the tubing, however medication was still infusing too quickly. New pump and tubing was utilized. There was no patient harm.